Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Concomitant medical products: additional two gore® tag® conformable thoracic stent graft with active control system: tgm343415e: sn (B)(4). Tgmr373715e: sn (B)(4). It is unsure which one of the two gore® tag® conformable thoracic stent graft with active control system of model tgm343415e (sn (B)(4) or (B)(4)) was the final device implanted in the patient. The device with sn (B)(4) is chosen for the report. The devices remains implanted, the delivery system is reportedly not available for evaluation, therefore no product evaluation has been performed. (B)(4). The information provided is a known and foreseeable risk that is captured in our risk management documents. In addition, this type of events will be tracked as well as included in our trend analysis reports. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a patient with acute type b dissection distal to the left subclavian artery (lsa), was treated with gore® tag® conformable thoracic stent graft with active control system up to the left common carotid artery (lcca). The first gore® tag® conformable thoracic stent graft with active control system (tgm343415e, exact serial number unsure), was placed perfectly up to the lcca. The physician then decided to extend further down the descending aorta with another gore® tag® conformable thoracic stent graft with active control system (tgmr373715e) to get more coverage. The blood pressure was low so they put in a coda® balloon catheter to mold the overlapping grafts and the blood pressure seemed to improve. On the live x-ray fluoroscopy, it was noticed the first deployed graft had prolapsed into the second deployed graft and into the dissection. The prolapsed grafts was not moved, instead, the physician deployed a third tgm343415e (exact serial number unsure) device at the proximal end to extend the area beyond the prolapsed grafts. It was decided to gently balloon the proximal seal zone this time and the physician believed the ballooning of this third device may have caused a retrograde type a dissection. The final angiography and the blood pressure looked good and no leak was visible. However, the patient deteriorates approximately 30 mins after the procedure and passed away a short while after due to suspected but unconfirmed myocardial infarction. Patient was in a serious condition prior to commencing the procedure and had reportedly bad coronaries and chest pain. The physician does not believe that the procedure (ballooning of the graft) or the devices caused the death of the patient.

Manufacturer narrative:
Medwatch #2017233-2022-03051 was sent in error. After further consultation with the physician and receiving more clarity on this event, it is determined that this event does not meet the definition of a reportable death. Neither the procedure nor the devices were believed to have contributed to the event and the outcome. Due to the lack of device involvement, this event is considered not reportable to the FDA and therefore the medwatch will be retracted.